Event description:
Patient implanted with 3.5mm lcp clavicle hook plate and screw construct on (B)(6) 2011. Patient returned to the operating room on (B)(6) 2011. X-ray confirmed, screws were backing out and the plate pulled off of clavicle. Plate migrated and was no longer on the clavicle bone. Surgeon felt that the plate was too short. The lcp clavicle hook plate and screw construct was removed. Patient was revised to a 7-hole lcp clavicle hook plate. Reportedly, patient has osteopenic bones. This is the 5th of 5 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.